Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is number unk and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context, as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report #: 2134265-2009-04028. It was reported that during percutaneous transluminal coronary angioplasty, a balloon rupture occurred. The physician advanced a 2.5x12mm maverick2 balloon catheter to very calcified mid circumflex (cx) and the balloon ruptured on the first inflation at 8atm. The physician then went in with a 3.0x12mm maverick2 and it also ruptured at 8atm. The procedure was completed by implanting promus stent with no pt complications. The pt's condition was reported as "fine" post procedure. The physician felt that the event was due to the severe calcification in the target lesion.